Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a broken cable unit. The root cause of why the cable unit was broken could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a loose contact was noted on the unit. There was no patient injury reported. The unit was returned for evaluation and found the visual field was suddenly lost due to a broken cable. This report is being submitted to address the broken cable found during evaluation.

Manufacturer narrative:
A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The customer¿s complaint of a ¿loose contact¿ was confirmed as the connector¿s component was found loose. The unit¿s image was checked and strong interference streaks were detect in the image. This was due to the cable break. In addition, the adapter was found knocked open. It was noted to wobble strongly when turning the coupler with an optic. The cause of the physical damage to the unit¿s connector cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.